Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
Review of the medical records and images by agas medical consultant resulted in the following findings: three cds with several echocardiograms, angiograms were provided. There was one echo with intra-procedure tee and the remaining echocardiograms were transthoracic. The angiograms showed device deployment and flat profile of the aso. The intra-procedure echocardiogram showed good aortic and posterior rim of normal consistency. The av valve rim, svc, ivc and superior rims were adequate. The only finding of importance was the presence of the second defect that was seen by the implanting physician and was measured during balloon sizing. The second defect in bi-caval view measured 11mm. The static diameter of the defect was 17mm in the short axis view. At 0-degrees, the diameter of both defects including the part of the septum separating them was 27-28mm. Balloon sizing of the defect revealed a diameter of 23mm. A 26mm device was implanted. The aso appeared tilted after both discs were deployed. This tilt was because of the edge of the right atrial disc hung through the second defect toward the left atrium. The tilt caused the edge of the left disc to point and impinge upon the aortic wall/roof of the left atrium. The transthoracic echocardiograms clearly showed slightly tilted aso which corroborated well with the tee findings. The remaining echocardiograms showed tamponade. The aso was retained by the hospital and not returned for analysis. According to agas medical consultant the following conclusions were drawn: there were adequate atrial septal rims and two asds, large and small, the smaller one towards and in the posterior rim/ivc rim region. Significant device oversizing was observed and was secondary to the presence of the second defect. It was believed this was intentional to cover both defects. The static diameter of the defect was 17mm. Balloon sized diameter of 23mm which was erroneously large because the septal tissue separating the two defects was thin and stretched easily during balloon inflation. The diameter of both defects was 27-28mm including the septal tissue separating them. There was device tilting after deployment because of the second defect with resultant impingement of the left disc into the aorta. Overall, this was not a high risk defect. The hemodynamic compromise occurred because of significant device oversizing.

Event description:
The amplatzer® septal occluder (aso) was implanted without complications following balloon sizing and transesophageal echocardiogram (tee). Post-implant tee was satisfactory. However, after discharge, the patient presented with pericardial tamponade one (1) day later requiring surgical tamponade relief and asd closure. Surgery was successful and patient was discharged well.